Event description:
It was reported that a spectrum pump turned on and then off. This occurred in the medicine ii department upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing turn on and off did not occur occurred. A review of the event history log could not confirm the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation found the device powering on and off without issue. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.